Manufacturer narrative:
(B) (4). Eval: results - eval of the returned product found that the alarm powers on, but has no alarm tone when pressure is off the sensor pad. This happens on both receptacles. (B) (4).

Event description:
The customer reported that the alarm has no power when tested with new batteries and sensor pads. No visible damage to the alarm detected by the customer. There was no pt injury reported. Inspection of the product shows that the alarm powers on, but there is no alarm tone when pressure is off the sensor pad.